Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the receiver and transmitter that occurred on (B)(6) 2015. Dexcom representative educated patient on out of range displays on the receiver lasting less than 15 minutes. No additional patient or event information is available.